Event description:
It was reported that the device was found in backup vvi mode following excessive charging and therapies for vf. The patient also received inappropriate shocks. Most of the shocks were ineffective indicating possible svt/conducted af. Device replacement was recommended due to excessive charging. No further information is available.

Manufacturer narrative:
(B)(6).